Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, the patient was feeling wobbly and the cgm reading was low. While the patient was trying to get in bed she fell and broke her leg. The patient´s spouse called 911 and the patient was taken to the hospital, where she was treated with one or two glucose boluses (no information about the dosage or time of administration). The patient´s spouse reported that they cannot remember the exact or approximate values for the blood glucose reading and the dexcom cgm reading. However, they noticed that the dexcom cgm reading is oftentimes 35-40 mg/dl higher than the fingerstick. The patient was still in the hospital at the time of the report and the medical team was monitoring her glucose levels. No information was provided regarding any further medical intervention. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.